Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was preparing to prime and stuck in loop. The customer¿s blood glucose level was unknown. Customer reported that the number did not appeared on the screen. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.